Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. The diagnostics were cleared and normal device function resumed. The patient would be monitored.